Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform distortion around leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. The free margins of the leaflets were slightly rigid, possibly due to dehydration. Two perforations were observed on leaflet 3. The perforations were beveled at the outflow aspect, and appeared to be typical characteristic of those caused by suture tail abrasion. Leaflet 3 also had 2 tears of approximately 1 mm near commissure 3 and 2.5mm on the free margin near one of the perforations. Two sutures remained attached near leaflet 3, and one suture came in contact with a perforation when the leaflet was in the open position. Approximately 75% of the sewing ring had been cut and the wireform was exposed around the valve at the inflow aspect. Customer report of stenosis was confirmed. Host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors may have contributed to the event.

Event description:
Through follow up with the healthcare provider, edwards learned patient height is (B)(6).

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. If the device is received for evaluation a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Based on the information received the root cause of the event is indeterminable; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted two (2) years, four (4) months, six (6) days, was explanted due to severe aortic stenosis secondary to patient prosthetic mismatch. The explanted device was replaced with a 23mm aortic pericardial valve. The transesophageal echocardiogram demonstrated a well seated and functioning valve with a mean gradient of around 7. There was a concern over an echolucent space in the noncoronary sinus area which was potentially a pseudoaneurysm. Continuous transesophageal echocardiogram monitoring was performed for at least an hour when no change was seen in this space so it was decided not to re-open and explore further. The patient tolerated the procedure well.